Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred prior to loading a cartridge onto the pump. Reportedly, the customer's blood glucose level was elevated prior to the malfunction alarm. The customer's bg level was 357 mg/dl and it was addressed by changing the supplies/administering a bolus. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.